Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown cup. Report source: foreign: (B)(6). Journal article: matias hemmilä, inari laaksonen, markus matilainen, antti eskelinen, jaason haapakoski, ari-pekka puhto, jukka kettunen, konsta pamilo & keijo t mäkelä (2021) implant survival of 2,723 vitamin e-infused highly crosslinked polyethylene liners in total hip arthroplasty: data from the finnish arthroplasty register, acta orthopaedica, 92:3, 316-322, doi: 10.1080/17453674.2021.1879513. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03466, 0001825034-2021-03467, 0001825034-2021-03465.

Event description:
It was reported in a journal article that was retrieved from acta orthopaedica (2021) that reported a retrospective review of the finnish joint registry from finland that looked at the revision rates and survivorship of vitamin-e infused highly crosslinked polyethylene liners (vepe) compared to moderately crosslinked polyethylene liners. The study consisted of 2 groups with 2,723 hips in the vepe group and 2,707 hips in the reference group. The study group patients were operated on between january 1, 2008 and december 31, 2017, with a mean follow-up time of 5.0 years (0¿9.7). The reference group patients were operated on between january 1, 2000 and december 31, 2017, with a mean follow-up time of 11.0 years (0¿18.5).the study population had a mean age of 67 and 64 years respectively at time of surgery. The study reported 22 patients in the reference group underwent revision due to infection. No further event information available at the time of this report.